Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed the temperature assessment test; it exceeded the maximum allowable temperature of 118°f (actual temperature reported was 119.5°f). It was further determined that the device had a damaged air fitting tube. The assignable root cause was determined to be due to various worn components and seal deterioration from normal wear out over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bits were not locking onto the motor device. During in-house engineering evaluation, it was observed that the device failed the temperature assessment test, it exceeded the maximum allowable temperature of 118°f(actual temperature reported was 119.5°f). The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.